Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The head of the attachable part fell off the mount behind it [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that for the second time when brushing on "gentle" with an oral-b professional care toothbrush, the head of the oral-b flexisoft brushhead fell off the mount behind it and was almost swallowed. The consumer reported he had been using electric professional care toothbrushes for years now and had been happy with them. No symptoms developed.